Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in the emergency room with chest pain. Pericardial effusion due to rv lead perforation was observed. The rv lead was successfully repositioned. The patient was in stable condition pre, during and post procedure.